Event description:
The customer noticed that a bottle of base solution had been placed where the wash 1 solution bottle should have been. The customer was unsure of how long the incorrect bottle had been in place, and reran all samples that utilize wash 1 solution from the previous shift. The samples that were rerun had been tested for troponin and brain natriuretic peptide (bnp). One discordant result was discovered for bnp. The discordant result had been reported to the physician(s). It is unknown if the physician questioned the result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bnp result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse confirmed with the customer that the color-coded labels were installed on the system, which they were. The fse also confirmed with the customer that the laboratory staff is aware of the proper loading procedure, which is stated in the operator's manual, which they are aware of. The cause of the incorrect placement of the base solution bottle is user error. The instrument is performing according to specifications. No further evaluation of this device is required.